Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -16.0/+1.0/091 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. Claim#: (B)(4).